Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/01/2011 and 09/02/2011 by phone, fax, and mail. A completed questionnaire was received on 09/09/2011. (B)(4).

Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. The surgical coordinator reported the pt has not been happy since the surgery. In a follow-up, the surgeon reported the event continues. He reported the pt was treated with medication for an extended period of time postoperatively for cme (cystoid macular edema) which has resolved per retina specialist. The surgeon reported the lens is in the bag without posterior capsular fibrosis. In the surgeon's opinion, it is unk if the device caused/contributed to the event.